Event description:
It was originally reported that 1 event occurred where there was a fowler collapse; however, upon completion of the final investigation, the device was experiencing a gatch collapse, which is not reportable. There was no patient involvement.

Manufacturer narrative:
Upon evaluation, it was determined the device experienced a gatch collapse, which is not reportable.

Manufacturer narrative:
This record is a consolidation of records summarized as part of the FDA voluntary malfunction summary reporting program. 1 device is pending evaluation. There was no remedial action taken.  This device is not labeled for single use.

Event description:
This report summarizes 1 malfunction event, where it was reported there was a fowler collapse. There was no patient involvement.